Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the reported issue was that the system was only able to perform fluoroscopy on a low setting. The customer was performing a diagnostic coronary procedure, which was canceled. Review of the system log file confirmed the reported issue. A philips field service engineer (fse) inspected the system onsite and identified that the tube cooling system failed to start. The root cause was identified as a contact issue at the plug connection. The defective cable was repaired, after which the system operated normally, and the error did not recur. Functional verification was performed, confirming that the system operates within the manufacturer's specifications and was ready for clinical use. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system was unable to perform fluoroscopy. No harm was reported to philips. Philips has started an investigation of this complaint.